Manufacturer narrative:
Further information was requested but not received. Session records were provided for review by technical services. Analysis of the session records indicated that the loss of capture, loss of sensing, and low pacing impedance event was sensed by the device.

Event description:
It was reported that during a follow up in clinic, loss of capture, loss of sensing, and low pacing impedance were noted on the right ventricular (rv) lead. The physician suspected the rv lead may have been damaged during an unrelated procedure near the pocket, however, diagnostic imaging was performed and no anomaly was observed. The rv lead was capped and replaced to resolve the event. The patient was in stable condition.